Event description:
It was reported that during atrial fibrillation (afib) procedure, when the customer tried to connect a mapping catheter, the matrix visualization was shifted and no longer be visualized and the customer could see only the mapping catheter. There was no error code displayed. This issue is not reportable malfunction. Changing the catheter and catheter cable did not resolve the issue, therefore the physician decided to abort the case. Upon following up with the customer, bwi received additional information that stated the patient was under general anesthesia for 45 minutes to 75 minutes and a transseptal puncture was performed prior to the case cancellation. The physician considered cancelling the procedure caused a potential risk to the patient due to the physician counted on 3d mapping during procedure is indicative of a reportable event. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
In the initial report # 3008203003-2015-00043, submitted on 6/17/2015. It was stated "during an atrial fibrillation (afib) procedure, the customer experienced a matrix visualization shift and no error messages were displayed. This issue is not reportable malfunction." The statement ¿this issue is not reportable malfunction¿ is not correct and the mapshift issue with no error code was assessed as a reportable malfunction. There is no additional information available at this time. Investigation is still in progress. A supplemental report on device evaluation will be submitted. It was reported that during atrial fibrillation (afib) procedure, when the customer tried to connect a mapping catheter, the matrix visualization was shifted and no longer be visualized and the customer could see only the mapping catheter. There was no error code displayed. Changing the catheter and catheter cable did not resolve the issue, therefore the physician decided to abort the case. Upon following up with the customer, bwi received additional information that stated the patient was under general anesthesia for 45 minutes to 75 minutes and a transseptal puncture was performed prior to the case cancellation. Biosense field service engineers (fse) visually inspected the system at the hospital. Fse found that ECG connector of backplane card was damaged. Fse replaced the backplane with damaged ECG connector with another backplane. During troubleshooting regarding matrix shift, fse reproduced the problem, however right after that the patch unit stopped functioning and it was determined to be defective. Fse replaced the defective patch unit with another one. The issue was resolved. Fse performed full acceptance test procedure (atp). System passed all tests. System was ready for use. In spite fse reproduced the map shift during his troubleshooting, the carto manufacturer (htc) couldn¿t confirm the problem. No map shift was reproduced there. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).